Event description:
The customer reported that the avalon fm30 fetal monitor had an issue with the loudspeaker. It is unknown if there was a sound coming from the speaker. It is also unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported issue was reviewed by philips remote support and it was found that the avalon fm30 fetal monitor loudspeaker was faulty. The problem was resolved by av-fm30 cbl loudspeaker assembly 451261010231 replacement. The device remains at the customer's facility.